Event description:
It was initially reported, the patient was experiencing stimulation coverage in some areas, but not all areas of pain. Additional information indicated the patient's stimulation device was turning on and off. The device turned off and the amplitude reset to zero. It was also reported, the patient experienced stimulation in the wrong location and occasionally felt better when the device was off. The patient had lost therapeutic effect. Additional information has been requested but was not available as of the date of this report.